Manufacturer narrative:
Follow up information was obtained that reported that the peritonitis was manifested by cloudy effluent and painful exit site. The patient was hospitalized for the event. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with ciprofloxacin (500mg, twice daily, route not reported) for peritonitis. Two days later, the patient was treated with gentamycin (via pd fluid, four times a day) for peritonitis. Twelve days later, antibiotic treatment was stopped. At the time of this report, the patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: cassette, minicap, drain bag, titanium adapter. The gentamicin dose was 4 milligrams (previously omitted). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. Additional information is not available.